Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a nurse. This case concerns a (B)(6) male patient who received treatment with synvisc injection in hip (off label use) and experienced severe pain in left hip and left knee. The patient had allergies to antibiotics. No past drugs, concomitant medication and concurrent condition were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc injection, with batch/lot number: (B)(4) and expiration date: mar-2018 (dose, frequency, indication: not provided) in left hip (off label use) and left knee. The same day, patient had severe pain in left hip and knee when he arrived home at 6:00 pm. It was reported that the pain in left hip was more than left knee. On (B)(6) 2016, at 6:00 am, ambulance was called and patient was in hospital for 2 days due to severe pain. According to patient and wife all tests were normal. No inflammation or redness to sites was observed. Further reported that the patient was now home and had relief of symptoms on discharge from hospital but with 4 hour drive home pain had flared up again. Reportedly, patient was just on paracetamol (panadol) and unspecified anti-inflammatory. It was reported that the patient was not on any blood thinning agent and had no blood borne disease. Action taken: unknown. Corrective treatment: paracetamol and unspecified anti-inflammatory for severe pain in left hip and left knee. Outcome: unknown for severe pain in left hip and left knee. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization for severe pain in left hip and left knee. Additional information was received on 25-feb-2016 from the nurse. Batch/lot number and expiration date was added. Allergy history was added. Information regarding the patient having any blood thinning agent or blood borne disease was added. Clinical course was updated and text was amended accordingly.

Event description:
While processing the follow up on (B)(6) 2016, it was identified that the patient received synvisc one injection and hence the suspect product was updated from synvisc to synvisc one. This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a nurse. This case concerns a (B)(6) male patient who received treatment with synvisc one injection in hip (off label use) and experienced severe pain in left hip and left knee. The patient had allergies to antibiotics. No concomitant medication and concurrent condition were reported. Patient received synvisc one injection in hips yearly. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection (fourth injection), once (batch/lot number: 5rse008 and expiration date: mar-2018; dose and indication: not provided) in left hip (off label use) and left knee. The same day, patient had severe pain in left hip and knee when he arrived home at 6:00 pm. It was reported that the pain in left hip was more than left knee. On (B)(6) 2016, at 6:00 am, ambulance was called and patient was in hospital for 2 days due to severe pain. According to patient and wife all tests were normal. No inflammation or redness to sites was observed. Further reported that the patient was now home and had relief of symptoms on discharge from hospital but with 4 hour drive home pain had flared up again. Reportedly, patient was just on paracetamol (panadol) and unspecified anti-inflammatory. The patient was not on any blood thinning agent and had no blood borne disease. Further reported that the doctor was taking the adverse event so seriously as the patient was also an amputee. The doctor was not even sure that it was associated with synvisc one. But the patient thought it was related to synvisc one. Thus, the patient had expressed concern that he did not want to have the injection again. Corrective treatment: paracetamol and unspecified anti-inflammatory for severe pain in left hip and left knee outcome: unknown for severe pain in left hip and left knee (B)(4) the production and quality control documentation for lot # 5rse008 expiration date (03/2018) was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot 5rse008 no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 26-feb-2016, there were 2 complaints on file for lot # 5rse008: (2) adverse event reports. Sanofi genzyme will continue to monitor complaints to determine if a CAPA is required. Seriousness criteria: hospitalization for severe pain in left hip and left knee additional information was received on 25-feb-2016 from the nurse. Batch/lot number and expiration date was added. Allergy history was added. Information regarding the patient having any blood thinning agent or blood borne disease was added. Clinical course was updated and text was amended accordingly. Follow up was received on 26-feb-2016. No new information was received. Additional information was received on 24-feb-2016, 25-feb-2016 and 26-feb-2016 (all the information were processed together with clock start date of 24-feb-2016). The suspect product was updated from synvisc to synvisc one. Action taken was updated. Ptc number and ptc results were added. Medical history was updated. Clinical course was updated and text was amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on (B)(4) 2016 from a nurse. This case concerns a (B)(6) male patient who received treatment with synvisc injection in hip (off label use) and experienced severe pain in left hip and left knee. No past drugs, medical history, concomitant medication and concurrent condition were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc injection (dose, frequency, indication, batch/lot number and expiration date: not provided) in left hip (off label use) and left knee. The same day, patient had severe pain in left hip and knee when he arrived home at 6:00 pm. It was reported that the pain in left hip was more than left knee. On (B)(6) 2016, at 6:00 am, ambulance was called and patient was in hospital for 2 days due to severe pain. According to patient and wife all tests were normal. No inflammation or redness to sites was observed. Further reported that the patient was now home and had relief of symptoms on discharge from hospital but with 4 hour drive home pain had flared up again. Reportedly, patient was just on paracetamol (panadol) and unspecified anti-inflammatory. Action taken: unknown. Corrective treatment: paracetamol and unspecified anti-inflammatory for severe pain in left hip and left knee. Outcome: unknown for severe pain in left hip and left knee. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization for severe pain in left hip and left knee.

Event description:
While processing the follow up on 24-feb-2016, it was identified that the patient received synvisc one injection and hence the suspect product was updated from synvisc to synvisc one. This unsolicited device case from (B)(6) was received on 23-feb-2016 from a nurse. This case concerns a (B)(6) male patient who received treatment with synvisc one injection in hip (off label use) and experienced severe pain in left hip and left knee. The patient had allergies to antibiotics. No concomitant medication and concurrent condition were reported. Patient received synvisc one injection in hips yearly. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection (fourth injection), once (batch/lot number: 5rse008 and expiration date: mar-2018); (dose and indication: not provided) in left hip (off label use) and left knee. The same day, patient had severe pain in left hip and knee when he arrived home at 6:00 pm. It was reported that the pain in left hip was more than left knee. On (B)(6) 2016, at 6:00 am, ambulance was called and patient was in hospital for 3 days in a week due to severe pain. According to patient and wife, all tests were normal. No inflammation or redness to sites was observed. Further reported that the patient was now home and had relief of symptoms on discharge from hospital but with 4 hour drive home pain had flared up again. Reportedly, patient was just on paracetamol (panadol) and unspecified anti-inflammatory. The patient was not on any blood thinning agent and had no blood borne disease. The doctor was taking the adverse event so seriously as the patient was also an amputee. The doctor was not even sure that it was associated with synvisc one and thought it was probably related but the patient thought it was related to synvisc one. Thus, the patient had expressed concern that he did not want to have the injection again.] Corrective treatment: paracetamol and unspecified anti-inflammatory for severe pain in left hip and left knee. Outcome: recovered/ resolved for severe pain in left hip and left knee. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 5rse008 expiration date (03/2018) was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot 5rse008 no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 26-feb-16, there were (B)(4) complaints on file for lot # 5rse008: (B)(4) adverse event reports. (B)(4) genzyme will continue to monitor complaints to determine if a CAPA is required. Reporter causality assessment: probably unrelated (temporal link 24 hours). Seriousness criteria: hospitalization for severe pain in left hip and left knee. Additional information was received on 25-feb-2016 from the nurse. Batch/lot number and expiration date was added. Allergy history was added. Information regarding the patient having any blood thinning agent or blood borne disease was added. Clinical course was updated and text was amended accordingly. Follow up was received on 26-feb-2016. No new information was received. Additional information was received on 24-feb-2016, 25-feb-2016 and 26-feb-2016 (all the information was processed together with clock start date of 24-feb-2016). The suspect product was updated from synvisc to synvisc one. Action taken was updated. Ptc number and ptc results were added. Medical history was updated. Clinical course was updated and text was amended accordingly. Additional information was received on 08-mar-2016 from the healthcare professional. Outcome of the events: severe pain in left hip and left knee was updated from unknown to recovered/ resolved. Reporter causality assessment was added. Clinical course was updated. Text was amended accordingly.